Event description:
Surgeon performed a hemigastrectomy with bii anastamosis. A few days after the surgery, pts jp drain started to drain more than it should have but pt did okay clinically. Pt started to act sick, and was taken back to the o.r. And found that the stapler had malfunctioned and the duodenum was largely open. Some of the staples were lying on the pancreas completely intact and not closed.